Manufacturer narrative:
Results - a visual inspection of the returned product shows that the lens optic is torn off in half and one plate haptic is torn off. Clear surgical residue on product. Conclusion: based on the complaint history and the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the injection and cartridge were not returned for evaluation.

Event description:
The surgeon was inserting a collamer intraocular lens model cc4204bf and the lens tore so the surgeon opted not to use this lens. No pt contact or injury.